Manufacturer narrative:
A visual examination of the returned device revealed that the internal bolster was found to be separated from the device and the bolster was not returned for analysis. The inner diameter of the bolster presented voids where material was attached to tubing. Remnants of the bolster remain on the end of the tubing .the distal end of the tubing presented no tearing. It appeared that the internal bolster was securely molded to the tubing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because of excess force applied to the device during removal causing the bond between the tubing and bolster fail. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure approximately six months ago. According to the complainant, during withdrawal of the placed device, the internal bolster separated from the tube. It was retrieved endoscopically. The procedure was completed with the new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no injury.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure approximately six months ago. According to the complainant, during withdrawal of the placed device, the internal bolster separated from the tube. It was retrieved endoscopically. The procedure was completed with the new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no injury.